Event description:
It was reported to resmed (B)(4) that an astral device alarmed indicating that its volume was not within the expected range. There was no pt harm or injury reported for this incident. Imp # (B)(4).